Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by 11 minutes; cause was unknown. Customer's blood glucose (bg) level was 63 mg/dl. Tandem technical support aided customer in correcting time and successfully resumed insulin therapy.